Event description:
It was reported that the patient experienced pain at the pocket site and inadequate stimulation despite reprogramming attempt. No device malfunction was suspected. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077067/7077091.